Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), hyperhidrosis ("excessive sweating"), occipital neuralgia ("occipital neuralgia"), sinusitis ("recurring sinusitis"), depression ("depression"), anxiety ("anxiety"), stress ("stress"), premenstrual syndrome ("significant premenstrual syndrome"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and dyspepsia ("digestive disorders") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, hyperhidrosis, occipital neuralgia, sinusitis, weight increased, depression, anxiety, stress, premenstrual syndrome, myalgia, fatigue, arthralgia and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, arthralgia, depression, dyspepsia, fatigue, hyperhidrosis, myalgia, occipital neuralgia, premenstrual syndrome, sinusitis, stress and weight increased with essure. The reporter commented: she reports that adverse event occurred several years ago, all these disorders affect her quality of life. They are significant on a daily basis and increase over time in terms of both quantity and intensity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), hyperhidrosis ("excessive sweating"), occipital neuralgia ("occipital neuralgia"), sinusitis ("recurring sinusitis"), depression ("depressioin"), anxiety ("anxiety"), stress ("stress"), premenstrual syndrome ("significant premenstrual syndrome"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and dyspepsia ("digestive disorders") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, hyperhidrosis, occipital neuralgia, sinusitis, weight increased, depression, anxiety, stress, premenstrual syndrome, myalgia, fatigue, arthralgia and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, arthralgia, depression, dyspepsia, fatigue, hyperhidrosis, myalgia, occipital neuralgia, premenstrual syndrome, sinusitis, stress and weight increased with essure. The reporter commented: she reports that adverse event occurred several years ago, all these disorders affect her quality of life. They are significant on a daily basis and increase over time in terms of both quantity and intensity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.